Event description:
(B)(6) 2022 - patient underwent re-excision for margins & biozorb placement. (B)(6) 2022 - patient noted to have significant hematoma. (B)(6) 2022 - ultrasound guided aspiration of hematoma done. (B)(6) 2022 additional ultrasound guided aspiration of hematoma done.